Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), depression ("depressed."), dysmenorrhoea ("dysmenorrhea") and anxiety ("anxious"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, depression, dysmenorrhoea and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 33-year-old female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. On (B)(6) 2017: indication: pelvic pain. Impression: gynecology visit: diagnosis: chronic female pelvic pain. Concurrent conditions included gallstones, nausea, vaginal discharge abnormality, abdominal pain, endometriosis, uterine bleeding, grand multiparity and vaginal bleeding. Concomitant products included ibuprofen for pain as well as ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced depression ("depressed.") And anxiety ("anxious"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, depression, dysmenorrhoea, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure deployed in both tubes without difficulty 2-3 coils protruding into cavity from each tube after placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 33-year-old female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. On (B)(6) 2017: indication: pelvic pain. Impression: gynecology visit: diagnosis: chronic female pelvic pain. Concurrent conditions included gallstones, nausea, vaginal discharge abnormality, abdominal pain, endometriosis, uterine bleeding, grand multiparity and vaginal bleeding. Concomitant products included ibuprofen for pain as well as ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced depression ("depressed.") And anxiety ("anxious"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, depression, dysmenorrhoea, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure deployed in both tubes without difficulty 2-3 coils protruding into cavity from each tube after placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: plaintiff fact sheet and medical record received. New information added: event abnormal bleeding (vaginal), lot number, concomitant drugs and conditions, historical conditions; event onset date was updated. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depressed."), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and anxiety ("anxious"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, dysmenorrhoea, menorrhagia and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.